Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A c6636 cusa cem nosecone was found to have a "dirty" package upon incoming inspection. On (B)(6) 2014, a preliminary investigation began. On (B)(6) 2014, a visual inspection for the returned unit and package confirmed that the "dirt" was found on the inside of the package. There was no patient involvement.